Manufacturer narrative:
A follow up was performed with the customer, and it was reported that power management (pm) board was replaced; however, the issue was not resolved. An additional case was created, and the customer contacted support for further assistance. The customer reported that the device's "power on" switch is illuminated along with the battery charging indicator. The remote service engineer (rse) advised the customer of a possible central processing unit (cpu) board problem. The biomed is requesting an onsite evaluation of the v60. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned off and could not be turned back on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse). It was then reported that when attempting to turn the device back on, the device just alarms with a blank screen. During troubleshooting with the rse, it was reported that the device acts the same way with ac (alternating current)/dc (direct current) power. It was noted that the device was tested with a different battery, and the rse confirmed all connections. The rse informed the customer that per manufacturer recommendations, the power management (pm) board needs to be replaced.

Manufacturer narrative:
H11 d4 - product UDI.

Manufacturer narrative:
It was reported that the service engineer (se) attempted to replace the power cord; however, the issue was not resolved. The se reported that the customer decided to retire the device, and no further actions were performed by philips to resolve the issue. Insufficient information is available to determine the resolution of the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.